Event description:
It started out at a horrible stabbing pain in my side shortly after implantation, then I was tested for several autoimmune diseases but the only thing they could figure was fibromyalgia and tendonitis for my joint pain. Over the years, it has grown consistently worse and now I'm to the point I can't even stand up straight because of the pain.

Event description:
(B)(4). I have since had to have a complete hysterectomy with bilateral salpingectomy. The coil in the left tube traveled and perforated that tube. I also developed adenomyosis. I also need to add that the issues stemming from this device were weight gain, hair loss, broken/brittle teeth, brain fog, widespread pain, anxiety/depression, dysmenorrhea, and debilitating menstrual cramps, just to name a few. During implantation, dr (B)(6) had issues inserting one of the coils, removed it and reinserted it. The procedure itself was very painful. I was not put to sleep, however, I was given a mixed "cocktail" of medicine to reduce pain and stress. Also, a shot was given in my hip, which caused my entire right leg to go numb and resulted in my falling face first into the floor after the procedure. Even after removal, I still have many symptoms which I will probably have to deal with the rest of my life.